Manufacturer narrative:
Customer follow up on 7/26/2018: it was reported that blood glucose (bg) level was averaging 184 mg/dl since the power source alert issue occurred. Customer attributed bg to the power source alert issue. Reportedly, the customer reverted to an alternate pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was 320 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and declined follow up contact from cts.